Manufacturer narrative:
As reported, about nine months post-implant of the bard/davol ventralight st mesh using echo ps, the patient was diagnosed with small bowel obstruction and hospitalized. As reported, the ae is resolved. The clinician has assessed the patient¿s postoperative course as being possibly related to the study device and to the procedure, however, based on the information provided, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification. Not returned - remains implanted.

Event description:
Reported per clinical trial (B)(4): (B)(6) 2018 - subject patient underwent a robotic assisted midline subxyphoid, epigastric, and umbilical first-time recurrent hernia (15x7 cm) repair procedure. A ventralight st mesh was placed using w/echo ps and fixated using a bard/davol optifix fixation device along with non-bard/davol prolene and v-loc sutures. The patient was discharged to home on (B)(6) 2018. (B)(6) 2018 - subject patient was diagnosed with small bowel obstruction and was hospitalized. (B)(6) 2018 - the ae resolved, the patient was discharged. Per the study clinician, the reported adverse event has been assessed as mild in severity, possibly related to the study device and possibly related to the index procedure. The outcome for this ae is reported as recovered/resolved.